Event description:
Bilateral patient. Litigation papers allege patient suffered severe hip, thigh and groin pain; an audible popping sound while walking; severe pain while walking and standing; elevated blood levels for cobalt and chromium; great discomfort and distress in performing her day to day activities; incurred and may continue to incur in the future, reasonable medical and other expenses for necessary medical treatment arising out of the injuries she sustained described herein; and, missed time from work resulting in lost wages.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/11/2014 - sales rep reported revision surgery of right hip. Patient was revised to address pain and acetabular cup loosening. There is no new additional information that would affect the investigation. Update: 2/18/2014 - sales rep reported revision surgery of left hip. Patient was revised to address pain, elevated metal ion levels and acetabular cup loosening. There is no new additional information that would affect the investigation. This complaint was updated on: 02/27/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.